Event description:
Healthcare professional reported " diagnosed with baker grade IV textured mcghan silicone implants. Implants explanted, not replaced at this time. This is the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ calcification: observed. ¿ pain: unable to observe as it is not related to the device. ¿ neck pain: unable to observe as it is not related to the device. ¿ nipple sensible increase/decrease: unable to observe as it is not related to the device. Additional observations: ¿ observed 1 opening assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported " diagnosed with baker grade IV textured mcghan silicone implants. Implants explanted, not replaced at this time. This is the left side. Device has been explanted

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported " diagnosed with baker grade IV textured mcghan silicone implants. Implants explanted, not replaced at this time. This is the left side. Device has been explanted.